Event description:
During an in clinic follow up, the device was observed to be in back up mode following an MRI. It was noted the patient had undergone an MRI without the device being programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.